Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for arachnoiditis. It was reported that stimulation suddenly became too strong for the patient. It was noted that there were no falls or traumas. The patient turned off the implantable neurostimulator and had taken pain medications which the consumer stated that the health care provider and patient do not like. It was noted that the patient's former managing physician no longer accepted the patient's insurance so the consumer requested assistance in locating a new healthcare provider. The issue occurred during use in 2014. Additional information has been requested regarding the cause, troubleshooting, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had not yet scheduled any appointments. It was noted that when the patient's device was working it worked well. Additional information has been requested regarding the cause, troubleshooting, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.